Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, eccentric, 100% stenosed, de novo proximal to mid right coronary artery (rca), the non-abbott balloon dilatation catheter (bdc) was advanced, but ruptured. A mini trek rx bdc was prepared and was delivered retrograde approach from the septal chamber; however, during the first inflation at 8 atmosphere (atm) the balloon ruptured. The device was removed without reported issue. Two different non-abbott bdcs were used for dilatation without issue. A xience prime stent delivery system (sds) was delivered by antigrade approach; however, due to the vessel calcification and tortuosity it could not cross the lesion. The device was removed without noted issue. A bdc was delivered and inflated; the xience prime sds was re-inserted, but still could not cross the lesion and at some point the proximal hypotube shaft became bent. The device was removed and a different xience prime stent was deployed without issue. Post-dilatation was performed and the procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: launcher 8f sal ebu. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.